Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt, compressed in vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad) it was calcified. There was a proximal lesion as well as a distal lesion. The proximal lesion was successfully stented first and upon trying to go through the newly deployed stent to the distal lesion, the device would not cross through. Upon removal, the stent dislodged and was compressed against the vessel wall with the stent delivery system balloon. There were no pt effects reported. There is no additional event or pt info available.

Manufacturer narrative:
The failure to cross appears to be related to interaction of the sds with the calcified lesion and/or the previously implanted stent. Stent dislodgement can be influenced by improper or inadequate crimping, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with the lesion, accessory devices, and/or previously implanted stents. The attempt to cross a previously implanted stent may have contributed to the dislodgement. The IFU states that "place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents."